Event description:
In 2007, the company was notified that the patient's device will be explanted. There are no reported problems with the patient's implant. The patient elected to have the device explanted. Surgery to explant the patient's device has been scheduled.